Event description:
Bayer case number: (B)(4). The essure was protruding into my uterus which was causing me great pain [device dislocation]. My periods became worse; I had bad cramps [menstrual cramp]. My periods were extremely heavy with blood clots [heavy periods]. The essure was protruding into my uterus which was causing me great pain [pelvic pain female]. Case narrative: the below report was received by health authority (reference number: mw5172126) on 17-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("the essure was protruding into my uterus which was causing me great pain") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On (B)(6) 2024 she experienced device dislocation (seriousness criteria hospitalisation, medically important and intervention required), dysmenorrhoea ("my periods became worse, I had bad cramps"), heavy menstrual bleeding ("my periods were extremely heavy with blood clots") and pelvic pain ("the essure was protruding into my uterus which was causing me great pain"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. [Magnetic resonance imaging] (date unknown): the essure was protruding into my uterus which was causing me great pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.